Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not enter the correct carbohydrates in the pump bolus feature and the bolus was incorrect. Blood glucose (bg) was 239 mg/dl. Customer corrected bg with another bolus. Recommendation was made by tandem technical support to discuss event with a healthcare provider.